Event description:
It was reported that during treatment of a peripheral vein lesion in the left proximal common iliac vein with 75% stenosis in a patient with pelvic venous disease, an abre stent would not deploy properly despite many clicks during attempted deployment. Vessel pre-dilation was performed, and vessel post-dilation was performed using a bard atlas gold device. Partial deployment at the target site within the patient vasculature was reported. The stent was removed successfully in tandem with the delivery system without injury or intervention, and the procedure was completed using a new medtronic device. No health consequences or impact were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.